Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
On (B)(6) 2013 patient visited the healthcare (hcp) with low back pain. Patient had first noted the symptoms several years ago. It was related to remote injury. The pain was rated severe and was located across the lower back radiating to bilateral legs. The pain was 80% in the back and 20% in the right greater left leg in the l5 and s1 distribution and was described as aching, stabbing, shooting, and throbbing. Symptoms were exacerbated by standing and walking and worse when active. Factors relieving the pain included rest. Previous conservative treatment included ice, otc nsaids, muscle relaxer, pt and home exercises, opioid, anti-convulsants and antidepressants with fair to poor result. Patient took oxycodone 300mg/day. Patient had epicondylitis, other enthesopathy of elbow region. The plan was to implant a new pump. Following pump implant in (B)(6) patient had post-operative swelling in his lumbar incision, went to ed (emergency dept.) On (B)(6) 2013 and was diagnosed with bacterial pneumonia the next day and placed on antibiotics. Per reporter pneumonia was not likely related to the device. Patient had a history of (B)(6). Patient visited hcp on (B)(6) 2013 and reportedly had increased pain in low back and legs with any activity. He felt it (intrathecal) infusion was helping overall. Patient had no swelling, heat, redness or drainage noted as of the date of visit. The incision healed well. It was also reported that patient had acute anemia and hcp wanted to have endoscopy and colonoscopy procedure performed on him. Reporter was not sure if patient was anemic before or after the implant procedure. Drugs in the pump were bupivacaine and hydromorphone.